Event description:
Nissen-hill fundoplication procedure was performed for treatment of pain associated with gastrointestinal reflex, failure to thrive. Epidural catheter inserted 1/9/96 without difficulty. It was noted that dose delivered night of 10/11/96 had no effect. Catheter was removed on 10/12/96 again w/o difficulty but about 4 inch segment remained in pt. Required surgical removal. Physician believes that catheter was fractured prior to removal attempt. Catheter is part of continuous epidural anesthesia tray product. Includes 1 marked radiopaque teflon epidural catheter with stylet.